Event description:
Patient had an endeavor sprint over-the-wire (otw) drug-eluting stent implanted in the lad. Approximately 2 weeks later the patient had an endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the rca. Approximately 2 months later the patient suffered a spontaneous gastrointestinal (gi) bleed. It is reported that there was an upper endoscopy carried out with cauterization. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (haemorrhage).